Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. The battery appeared to be depleting more quickly than expected. There were no actions taken against this allegation, the patient will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Corrected field: g2 (report source): corrected to foreign and health care professional. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is not included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited premature battery depletion behavior. The battery appeared to be depleting more quickly than expected. At the beginning, there were no actions taken against this allegation, the patient was scheduled to be monitored. Additional information was received confirming this patient was scheduled for replacement. Subsequently, this device was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.